Event description:
It was reported that a pt developed an ischiorectal abscess two weeks following a posterior repair procedure. The mesh was trimmed and actually cut at the proximal and distal arms (on the pt's left) by mistake. Since this repair was done more as a prophylactic, there was not a concern about this at the time. The abscess developed on the pt's right side. The pt was experiencing some discomfort on her right side. The doctor examined her, noted the abscess and prescribed antibiotics. The pt responded well to antibiotics and is now doing fine. No antibiotics had been given to the pt pre-operatively.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. Infection, inflammation, and pain are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistuls formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.